Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim pump user guide recommends to perform regular checks on the pump and infusion set for any instances of loose luer-lock connections or leaks; leaks around the infusion site can result in under-infusion.

Event description:
It was reported that the customer was not seeing drops of insulin exit the end of the tubing during filling. During troubleshooting with tandem technical support, the customer stated that they may have not attached the luer lock with a straight connection. There was no impact to the customer's blood glucose level..